Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving morphine and an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump for non-malignant pain. The patient had three to four different medications (drug, concentration and dose unknown). The event date was " about 2 months". It was reported the patient experienced a sudden change in therapy noted as bad leg spasms. The leg spasms were new and the patient never had leg spasms before. There had been no falls or trauma. The symptoms were related to the device or therapy. The healthcare provider (hcp) believed it may have something to do with the catheter. The reporter stated the patient has been at the hospital for about 2 months and then stated for about a month. Compatibility guidelines were requested for magnetic resonance imaging (MRI). The procedure was due to a problem with the device or therapy. There were no further complications reported/anticipated.